Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) photo were provided by the customer for investigation. The photo shows a syringe in a plastic bag next to a blister pack label. There is black foreign matter (fm) on the flange of the syringe. The foreign matter (fm) appears to be embedded fm and is degraded resin. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #8360707 item #302832. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description the foreign matter (fm) appears to be embedded fm and is degraded resin. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Rationale the foreign matter (fm) appears to be embedded fm and is degraded resin. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that during use of the bd 30 ml luer-lok¿ tip syringe there was soot on the barrel. The following information was provided by the initial reporter: barrel is sooty.